Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Patient age and date of birth were requested but not provided.

Event description:
It was reported that the patient went into ventricular fibrillation on (B)(6) 2022. Left ventricular assist device (lvad) flows were stable at 3.6 liters per minute (lpm) and right ventricular assist device (rvad) flows were stable at 3.6 lpm. Mean arterial pressure (map) was holding at 70. A lidocaine bolus of 100 milligrams (mg) was given with no conversion, followed by an amiodarone bolus of 150 mg. The patient then became unstable, and map dropped to the low 50s. Lvad and rvad flow dipped to 3.0 lpm. The patient was defibrillated at 360joules with conversion to sinus bradycardia at 45 with improvement in hemodynamics. Lidocaine and amiodarone boluses were given as needed. On (B)(6) 2022, the patient had fevers and leukocytosis. Urine and blood cultures were obtained on (B)(6) 2022 and zosyn was started empirically on (B)(6) 2022. Urine culture was positive for candida albicans. A foley was replaced on (B)(6) 2022 and the patient was started on fluconazole. On (B)(6) 2022 the patient received multiple amiodarone boluses for persistent refractory ventricular fibrillation. The patient then developed sustained ventricular fibrillation which was refractory to additional amiodarone and lidocaine bolus. One or two suctioning events occurred during sustained ventricular fibrillation as evidenced by temporarily lower pump speeds. Map was mid 50s during the events. The decision was made to perform electrical cardioversion with 360 joules, resulting in sinus rhythm. Map subsequently improved. The patient then experienced another sustained episode for which a second electrical cardioversion was performed. Two units of packed red blood cells (prbcs) were administered on (B)(6) 2022 when the patient's hemoglobin dropped to 6.2 grams/deciliter (g/dl) due to a right groin hematoma. Gastrointestinal was consulted on (B)(6) 2022 when the patient developed maroon and black stools. The risk of diagnostic scope was felt to outweigh the benefits and a helicobacter pylori (h. Pylori) test was suggested. The patient tested positive for h. Pylori and began taking bismuth, flagyl, doxycycline, and proton pump inhibitors (ppi). The patient received an additional unit of prbcs on (B)(6) 2022 and (B)(6) 2023. A repeat h. Pylori test would be performed after completing 1-2 weeks of ppis. On (B)(6) 2022 the patient experienced torsades overnight for which mexiletine was held and lidocaine was adjusted. Recurrent polymorphic ventricular tachycardia (pmvt) occurred while reducing the lidocaine drip to transition to mexiletine. Lidocaine was increased back to 2 mg/min. The patient remained in normal sinus rhythm (nsr) on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, (B)(6), and the reported events cannot be conclusively established through this evaluation. Additionally, a specific cause for the reported infection could not be determined through this evaluation. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 left ventricular assist system, (B)(6). No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) and heartmate 3 left ventricular assist system patient handbook, rev. C (rev. D) contain the following information: section 1 of the instructions for use (IFU) lists cardiac arrhythmia, infection, and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 4 of the IFU explains that if the system detects a pulsatility index (pi) event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 of the IFU lists infection and cardiac arrhythmia as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Furthermore, several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.